Event description:
Final angiogram of the zenith endovascular graft placement noticed an early proximal endoleak. Another MFR's stent was deployed at the proximal sealing stent of the main body to improve the apposition of the graft to the vessel. Subsequent angiogram performed still viewed endoleak presence thought to possibly be a tear in the graft or an endoleak originating at the seal zones of the graft overlap. Both the contralateral and ipsilateral sides of the graft and limbs were examined under fluoroscopy with the endoleak being detected on both sides. An iliac left extension was placed on both sides of the main body graft raising the flow divider in anticipation of resolving the endoleak. Deployment of the iliac leg extensions resolved the endoleak, however, the origin was undetermined with no endoleaks viewed during the final completion angiogram.